Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and trying to leave it plugged into a working outlet for 30 minutes. There was no adverse impact to the customer's blood glucose level as a result of the issue. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.